Event description:
A home pt contacted baxter's technical service center regarding a check bags and lines alarm during priming. Reportedly, the spike came out of the heater bag. Baxter's technical service rep instructed the home pt to discard the supplies and start over with a new set-up. No pt injury or medical intervention was reported at the time of the call.